Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the product was discovered to be missing components during a knee arthroplasty procedure. A different device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a5, b4, b5, d4, d10, g4, g7, h1, h2, h3, h6, h10. G3 ¿ foreign ¿ (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the all 4 of sub component plugs were missing. 4 holes were measured where the plugs were missing and it found be conforming to the specification. Photographs of the device show it is not in the original sterile package and appears to have been repackaged. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.